Event description:
Additional information was provided by the customer: this issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, a correction, and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was a failure in the camera cable. Based on the results of the investigation, the failure of the camera cable may have prevented normal communication, resulting in the e226 error code (scope communication error). A definitive root cause could not be identified for the error code or camera cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) (hospital): (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cleaning and disinfection the subject device had error e226. There were no reports of patient harm.